Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and bad smell from the device. There was no report of serious patient harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc ack colour insert. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the p4 power connector. The odor was observed from the p4 power connector having liquid ingress. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were unable to directly address the patients' symptoms. And they did observe dust/dirt contamination in the air path, likely from a source external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device had a strange odor/ really bad smell. Also alleging headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was not specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.